Event description:
It was reported that the user¿s caregiver was unable to twist and lock the infusion set connector in place, and the issue occurred repeatedly with multiple connectors from the same lot; switching to another connector allowed successful attachment, and replacement supplies were arranged by customer care agent. Investigation of this case revealed difficulty securing the connector consistent with a connection/engagement problem associated with the infusion set connector component. No clinical symptoms were reported as blood glucose was not affected. Outcomes included no medical intervention, and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was likely a product quality issue related to the specific lot, though user handling cannot be excluded.